Event description:
Event description guidant received information that upon interrogation it was noted that the lead safety switch had been triggered on the ventricular channel, and the lead configuration had been changed to unipolar. The ventricular lead impedance was noted to be greater than 3000 ohms in the unipolar configuration. The indication for the pacemaker is sick sinus syndrome and the patient is paced infrequently in the ventricle. The field clinical representative is inquiring why when the device has switched to a unipolar configuration, and yet the printouts show the threshold measurements were still in a bipolar configuration.